Event description:
It was reported that the pump battery ¿says it's at 15% and when they go to plug it in the battery does not increase and they have had to call and have had to reset the pump to resolve this". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.